Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and the outer insulation was melted.

Event description:
It was reported the left ventricular lead had high capture thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.